Manufacturer narrative:
The underlying cause documented in the respiratory repair center form is defined as: 4-way valve/other/sieve beds blown, o ring was replaced, muffler has sieve contamination, power switch causing no alarms, hose clamp and wire tie were replaced. Should additional information become available, a supplemental record will be file.

Event description:
Provider states compressor is loud, 4 way amd pilot valve causing 2 green 1 red, sieve beds blown, o ring was replaced, muffler has sieve contamination, power switch causing no alarms, hose clamp and wire tie were replaced.